Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, lack of mobility, elevated metal ion levels, and metallosis. Subsequently, the patient was revised on (B)(6), 2013. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the right hip revision was due to pain. Medical records further noted the presence of inflammatory fluid, synovitis, metallosis with debris, and a pseudotumor. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-00186/00187).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel reports patient allegations of pain, bone/tissue damage, lack of mobility, elevated metal ion levels, and metallosis. Subsequently, the patient was revised on (B)(6) 2013. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.